Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the hrm task did not grant motor power in reasonable time. Customer's blood glucose level was 169 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. Troubleshooting was performed. Customer advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error the hrm task did not grant motor power in reasonable time alarms noted during testing.